Event description:
It was reported that during a peripheral stenting treatment procedure, a vessel dissection occurred. The 10cm target lesion being treated was located in the heavily calcified left external iliac. The physician had popliteal access, coming up retrograde. The device drilled a total of 10 minutes about 5 cm through the occlusion and ended up going sub intimal. Later, no feedback from the device was noticed. The device was removed outside the patient and the tip was no longer spinning. The drive shaft was broken. However, dissection was noted. The physician stopped the procedure and surgery consultation was noted. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Update - device evaluated by MFR., method codes, result codes, conclusion codes. Device evaluated by manufacturer - the truepath unit was returned for analysis with control unit and was visually inspected. The device was functionally tested and it was noted that the tip was not rotating. The device was dismantled and the drive shaft was broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, a vessel dissection occurred. The 10cm target lesion being treated was located in the heavily calcified left external iliac. The physician had popliteal access, coming up retrograde. The device drilled a total of 10 minutes about 5 cm through the occlusion and ended up going sub intimal. Later, no feedback from the device was noticed. The device was removed outside the patient and the tip was no longer spinning. The drive shaft was broken. However, dissection was noted. The physician stopped the procedure and surgery consultation was noted. No patient complications were reported and the patient's status is fine.